Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with vancomycin (2 grams, route, frequency, and duration not reported) and ceftazidime (intraperitoneal, 1 gram for three weeks, frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient recovered from the event 21 days after the onset of peritonitis. No additional information is available.